Event description:
It was reported that the pacemaker (pm) and right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition. The rv lead and pm were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. The device was received with normal telemetry and normal output. Sensitivity and noise tests performed did not find an anomaly. Additional analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity.